Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07805 and 2134265-2017-08610. It was reported that the rotational speed did not decrease. The 99% target lesion was located in a moderately tortuous and severely calcified distal right coronary artery (rca). A percutaneous coronary intervention was performed for treatment of angina pectoris. During procedure, the rotational speed was set on the rotablator console at 180,000rpm. A 1.25mm rotalink¿ plus was initially used; however, it was noted that the rotational speed did not decrease. Subsequently, rotawire was exchanged with a support rotawire and the burr catheter was replaced with a 1.5mm rotalink¿ plus. However, the rotational speed could not be controlled and rapidly increased from 180,000rpm to 250,000rpm. The patient's blood flow had not improved as ablation was not performed, thus the physician inserted an intra aortic balloon pump completing the procedure. There were no patient complications reported.